Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were noted via merlin transmission. The device was oversensing myopotentials causing inhibition for up to 5 seconds. Despite these pauses the patient reported no symptoms. Programming change was made and resolved the myopotentials oversensing issue. Patient left the clinic in stable condition.